Event description:
During a coronary stent procedure, crossing difficulties and stent damage occurred. The lesion being treated was in the lad. The physician was unable to cross the lad lesion with the express2 2.25 x 12 mm stent. During removal of the delivery/stent system, the stent became caught on the guide catheter. Upon removal it was noted that the stent was flared. The procedure was successfully completed with another express2 2.25 x 12 mm stent. No pt injuries or complications were reported.